Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she did not receive any alarms in the pump. The customer was advised that the pump will alarm her if there would be anything wrong with the motor. The customer stated that there were no damages on the pump. The customer verified that the support cap is indented. The customer was advised to monitor the pump and call if she experiences any issues other than low battery or low reservoir. The customer was offered to troubleshoot for high readings. No further assistance was required.